Event description:
A customer observed positively and negatively biased valp results for quality control fluids. No pt samples were processed until the acceptable quality control results were obtained. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation of this event found that the vitros 5,1 was performing as expected. Calibration of a new shipment of an alternate lot of valp reagent resolved the issue. The customer disposed of the product in question, preventing any further investigation. The root cause of the event has not been determined.